Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for interstim ¿ other. It was reported that the caller stated the patient¿s device does not work and was not on anymore. Caller stated the patient believed the device stopped working after she got an MRI of her knee and that this may be the cause of the device issue. No symptoms reported. No further complications reported.